Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd IV access device vacutainer® luer-lok¿, the product experienced blood splatter/ leakage or other sample leakage from the device. The following information was provided by the initial reporter. The customer stated: when changing tubes, blood leaks through the tube squeezing needle. Significant leakage during arterial samples compromising the safety of users who could receive contaminated blood in the face. More than 20 barrels from the same lot have this defect. Lot withdrawn from intensive care units.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 12 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd IV access device vacutainer® luer-lok¿, the product experienced blood splatter/ leakage or other sample leakage from the device. The following information was provided by the initial reporter. The customer stated: when changing tubes, blood leaks through the tube squeezing needle. Significant leakage during arterial samples compromising the safety of users who could receive contaminated blood in the face. More than 20 barrels from the same lot have this defect. Lot withdrawn from intensive care units.